Manufacturer narrative:
Date of event estimated. Correction: section reportable aware date: reportable awareness date was previously sent as 13nov2024 but should be 12nov2024. Correction: section g3: date received by manufacture was previously sent as 13nov2024 but corrected to 12nov2024. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient's system diagnostics recorded high impedances on all contacts on both leads. As a result, the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. The physician also decided to replace the ipg just in case. Effective stimulation was restored.